Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. Visual evaluation of the implants showed one leg of the x-plate had fractured off and the leg was returned with a locking screw locked inside the outer screw hole. Three screws were removed from the plate. Each of these three screws was fractured near the start of the bone threads, just below the locking threads. The DHR's for these products could not be reviewed due to the lot number being unknown. There are no indications of manufacturing defects. For this part (73-2414) and the previous one year (from the notification date) regarding the fracturing of an implant, there is a complaint rate of 0.008% which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint is blunt force trauma causing excessive force to the plate, beyond what it was designed to encounter. It is possible that the trauma caused the plate and the three screws to fracture or the plate fractured, then the three screws fractured during the revision surgery to remove the implants. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00515. Medical products: sternalock blu system plate, 8 hole x, part# 73-2623, lot# unknown. Sternalock blu system screw, cancellous cross-drive locking, part# 73-2414, lot# unknown.

Event description:
It was reported a patient underwent a revision to remove a fractured sternal plate. The patient reportedly experienced blunt force trauma. The patient was re-plated. No additional patient consequences were reported.